Event description:
(B)(4). I haven't stop bleeding since I had the procedure back in (B)(6), 2014. I thought the cramping and pain after the first 2 weeks was normal. I get stabbing pain in my uterus, I still bleeding , am bloated and I feel really tired. I noticed that I get itching and numbness in the back of my head.